Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient went to heart cardiac catheterization. While lines were being placed, the extracorporeal membrane oxygenation specialist (es) reported a sudden and complete loss of flow occurred. Other than a peripheral arterial line being placed, the patient's cervical cannulation site was not manipulated per es and anesthesiologist. The patient was running at approximately 350ml/min at ~3000 rpm. No labs were collected at that time. The es initially decreased rpms. They were unsure how low she went, but did not reestablish flows. They then attempted to throttle rpms up and down in hopes to restore flow. They did not clamp off the patient. They felt like despite seeing rpms listed, that the pump was not spinning. They proceeded to move the cone to the centrimag backup console and centrimag motor housing. The es stated that when she fired up the new console, they could reestablish patient flow. The anesthesiologist delivered code doses of epinephrine and increased continuous infusion to support patient off extracorporeal membrane oxygenation (ECMO). The es reported that switching the motor and console fixed the problem. The patient was initially hypertensive but recovered to baseline. Per es, only the alarm indicating flow was less than flow alarm limit occurred. There were no labs completed. The reason for zero flow was not positively identified. The nurse made a statement that she thought the original motor housing was not working during the zero flow by stating, ¿I couldn't tell if it was working or not because I didn't feel it vibrating¿. The motor housing was tested after the patient had been switched to the backup motor housing and a non-sterile pump was tested and worked as expected. It was reported there may have been a collapse of the venous vasculature around the drainage cannula that did not immediately release to provide flow to the pump. The es had said the post pump pressure was low during the event. The flow was believed to have been reestablished after the pump stopped completely when changed to the backup console and motor housing.

Manufacturer narrative:
Section a2: patient age corrected. Section d4: primary UDI corrected. Section h4: manufacturing date corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient¿s flow value dropping to 0 lpm was confirmed via the log file. The system was observed to be operating around the set speed on the reported event date of 05feb2025. An f3: flow below minimum alarm was captured on (B)(6) 2025, and the observed flow value dropped to 0.0 lpm at this time. The system continued to operate around the set speed despite the flow alarm. The system was manually shut down several minutes later. The returned centrimag motor (serial number (B)(6) was functionally tested at the service depot and performed as intended. Atypical events were unable to be reproduced throughout all testing, and the serviced and tested motor was returned to the customer site after passing all tests per procedure. Available information indicates that the issue resolved after the console and motor were exchanged. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 12.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including flow-related alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.